Manufacturer narrative:
This report is submitted december 30, 2019. - attachment: [153295 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on july 26, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on an unknown date. It is unknown if the patient has been re-implanted with another device.